Event description:
Difficulty with filling or aspirating the pump reservoir was reported. The physicians aspirated 4ml when they were expecting 3.3 ml. More pressure was required than expected to inject the drug into the pump at refill. The needle was replaced, and the same pressure was encountered. It was noted that they were able to unlock and refill the pump on (B)(6) 2010. The patient had fallen a few years ago. There were no issues related "patient" signs" or symptoms. The pump was explanted, and the patient recovered without sequela. The medication and infusion system setting were as follows: morphine (concentration - 20 mg/ml, dosage - 6 mg/day); bupivacaine (concentration - 35 mg/ml, dosage - 10.5 mg/day.)

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.